Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-13135, 2938836-2019-13136. It was reported that when the patient presented in the clinic, pocket erosion and infection were observed. Redness and swelling with small abrasion at the pocket were noted. The device system was explanted and replaced. The patient tolerated the procedure well and was stable.